Event description:
The facility representative reported a flo-gard infusion pump that presented an f-38 alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-38 alarm was confirmed by baxter service personnel through a sample evaluation. The assignable cause of the alarm was determined to be defective force-sensing resistors. The force-sensing resistors replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.